Manufacturer narrative:
(B)(4). In the event additional information is provided a follow-up report will be submitted. The field service representative evaluated the unit and was unable to reproduce the reported event. He checked the cables and all looked good- a few were pushed in more to make a better connection however the reported event was unable to be duplicated. No parts were replaced and the device was placed back in to service. (B)(4).

Event description:
The customer stated that the touch screen display is dark on cycle on. The led's (light emitting diodes) are lit and an audible alarm is present. This occurred during pre-use set-up and was not on a patient.